Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, implanted: 2014-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported that over the course of the last one to one and a half years the patient has had ¿like five revision surgeries.¿ the patient¿s wife told the manufacturer¿s representative that two surgeries were for blood in the catheter, one was due to a cerebrospinal fluid (csf) leak. The reporter was unsure of the specific dates and had no further history as it related to these events. The pump was used to infuse baclofen (unknown). No outcome was reported for this issue. Follow up was conducted but additional information was not available at the time of this report. If additional information is received a follow up report will be sent.